Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was evaluated on (B)(6) 2016 at the customer's site. A review of the event log by the customer's biomed with the assistance from zoll's service engineer, showed: tcmid: 02.0.5 (cooling engine startup error) message, which indicates that the system was in an overheating condition with the cooling engine. The biomed engineer stated that this could have been caused by a blanket or sheet pressed up against the console covering the fan intake. In summary, the root cause for the console displaying tcmid: 02.0.5 error code was determined to be due to a blanket or sheet covering the fan intake. The biomed determined that the system is fully functional and did not require a service call. The system was placed back into service.

Event description:
It was reported that during patient use, the thermogard ivtm console's (s/n (B)(4)) displayed a tcmid: 02 (cooling engine error). Another unspecified system was used to complete the patient's therapy. No patient sequelae was reported. No additional information was provided.